Event description:
A 19mm amplatzer septal occluder (aso) was selected for use. After release from the delivery cable, the aso embolized into the left atrium. The aso was percutaneously snared through a 12f amplatzer torqvue 45 system which was cut at an angle at the tip to retract the aso into the sheath more smoothly. After the aso was removed from the patient a marker band-like material was found in the left atrial appendage as confirmed by tee and angiography. The patient underwent open heart surgery where the marker band-like material was removed and the atrial septal defect was closed with a pericardial patch. The patient was stable after the surgery.

Event description:
Reference 2135147-2014-00062 for the amplatzer septal occluder.

Manufacturer narrative:
The 12f dtv45 sheath was received at sjm along with a 9f dtv45 loader and sheath; each item was decontaminated. Gross examination revealed the total length of the 12f sheath was 31.6 inches, and the distal end was cut at an angle and had a 1 inch cut running along the length of the sheath. The distal portion of the sheath that included the marker band was not received. No testing could be performed due to the damage sustained on the distal end of the sheath. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. (B)(4)